Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. After removing the obstruction from the speaker holes as well as cleaning them, the alarm cleared and the customer continued using the pump for insulin therapy.